Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was missing the piece between the battery cap and the reservoir. The customer's blood glucose was 266 mg/dl. The customer was unaware of how the damage occurred. Troubleshooting was done. The customer stated that the act button was not responding when trying to initiate a self test. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.